Event description:
It was reported that the ultrasound gastrovideoscope had a cut on the little orange rubber part near the lens. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: cut on pink rubber of the ultrasonic probe and missing thixotropic adhesive. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of this complaint is traced to expected or random component failure without any design or manufacturing issue. The most probable caused traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.